Event description:
During an acl revision the tip of the implant that was used for repair broke on insertion. The broken implant held the graft so it was left in the patient with staples for support. Notes from the surgeon indicate the repair was successful. This device is used for treatment.

Manufacturer narrative:
The implant broke off at an angle at the end of the driver tip. The part of the implant that was received met dimensional inspection specifications. This is a polylactic acid polymer based implant. When this type of implant experiences an excessive amount of force or incorrect angulation during insertion and/or the patient's bone is not prepared properly prior to insertion, then this type of issue will occur. The event was attributed to misuse.